Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, noise that inhibited pacing was observed on the right ventricular lead. The lead was replaced and not explanted on (B)(6) 2018. The patient was stable post procedure.